Manufacturer narrative:
As reported, the sorbafix enhanced fixation device deployed broken fastener during use. Since the patient is an hiv patient the subject device has been discarded by the user facility. Photos provided confirms that one broken fastener present however they do not assist in determining root cause. Based on the reported information and without having the sample to evaluate, no conclusion can be made. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the surgeon tried to fixate the mesh using sorbafix enhanced fixation device. It was reported that the device failed to activate the staple and deployed broken fasteners. It was further reported that the procedure was completed with sutures. There was no patient injury.